Event description:
The patient reported that their spinal cord stimulation system had not been helpful and the patient had no relief. The patient would get some relief in their legs but not really. These issues had been present since implant. They had been to many appointments with a manufacturer representative and they were unable to get it programmed to help the patient. The manufacturer representative would change the program, the patient would go home, and then the device would do something else. They would start walking and the stimulation would speed up. It was noted that adaptive stimulation was turned on. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.